Event description:
It was reported that during the implant procedure there was difficulty getting the wire out of the left ventricular (lv) lead and it was noted that there was a kink in the wire that was around the suture sleeve. After taking the sutures out of the wire the lv lead was noted to have high impedance and the insulation appeared to be damaged. The lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #product ID# 419688, the full lead was returned. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically breached due to a cut, visual summary analysis of the lead indicated damage at implant, visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).